Manufacturer narrative:
(B)(4). Patient underwent mesh revision on (B)(6) 2009 due to voiding dysfunction and urinary retention. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-07155 and medwatch 2210968-2012-07156. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 04/14/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with vaginal extraperitoneal colpopexy, anterior colporrhaphy, and cystoscopy due to incomplete vaginal vault prolapse and mixed sui. It was reported that the patient underwent mesh revision/removal on (B)(6) 2009. No additional information has been provided.